Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. It was the patient¿s left breast prosthesis that ruptured. The patient¿s right breast prosthesis was removed intact. Device code 1546 for material rupture no longer applies to this suspect medical device. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/06/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture also it was reported that patient is a professional football player and she was tackled and her right implant ruptured. After explantation, it was observed that the right breast prosthesis was intact and it was the left breast prosthesis that ruptured. During visual inspection of the device, it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ an investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses when the right breast prosthesis ruptured after implantation. The patient was playing football and her right breast prosthesis ruptured after being tackled. Rupture was later confirmed by a doctor¿s examination. In addition, the doctor diagnosed the patient with bilateral baker grade IV capsular contracture. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 550cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.